Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with operating currents within specifications and self test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. Unit received with fading serial number label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they changed the battery of the pump. Yesterday evening they had to do this again. During the night daughter did not hear alarm to change battery and pump stopped working because battery was empty. Patient woke up not feeling ok. The customer was advised to monitor pump and call back if problem is not solved. The customer's blood glucose was 17.8mmol/ l.